Manufacturer narrative:
Batch review performed on 24 july 2018. Lot 151533: (B)(4) items manufactured and released on 11 june 2015. Expiration date: 2021-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: tibial tray fixed cemented size 3 l reference 02.07.1203l (k090988). Lot 156116: (B)(4) items manufactured and released on 20 january 2016. Expiration date: 2021-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial insert ps fixed size 3/10mm reference 02.07.0310psf (k090988). Lot 143610: (B)(4) items manufactured and released on 02 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Patella resurfacing size 2 reference 02.07.0034rp (k090988). Lot 160181: (B)(4) items manufactured and released on. Expiration date: 2021-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient called medacta us complaining of pain. The patient will likely undergo additional surgery. The date of the revision is unknown. The revising surgeon is unknown. No additional information will be provided by the patient.

Manufacturer narrative:
In the initial report due to typo it was not reported the manufacturing date of the lot: 160181. Lot: 160181: (B)(4) items manufactured and released on 20 april 2016 .